Event description:
It was reported the patient had turned her ipg off, and was unable to turn the ipg back on. The sjm representative met with the patient and determined external devices were unable to communicate with the ipg. It was reported the patient may have an x-ray to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.